Event description:
A girl wearing a battery belt ran onto a playground; the battery belt fell to the ground and started to hiss and smoke for 5 to 6 minutes. One cell of the battery belt then popped and then more after.

Manufacturer narrative:
Presently waiting for the device to return for evaluation. Follow-up report will be submitted after completion of evaluation.